Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.

Event description:
It was reported a pt presented with reactions potentially due to neurawrap following revision carpal tunnel and cubital tunnel surgery. Additional info was reported by the surgeon: "the pt experienced pain in the carpal tunnel area, as well as the wrist post surgery. She presented at two weeks post-surgery with inflamed skin over the cubital tunnel that looked as if it was an "abscess." A small incision was made and the implant looked as though it had just been placed. No odor and no pus. The extruded material was described as grey gelatinous material just like that found in a rheumatoid joint. The pt responded to the steroid treatment and the small exploratory incision at the wrist, is closing well. The pt currently has a lump over the wrap used in the elbow. The surgeon reported this as reactive synovitis" and has decided not to remove the implants. He said he will wait and see if the problem resolves with the steroid treatment.